Event description:
Approximately 14 months prior to the reported event, the patient underwent a posterolateral fusion l5-s1. Pedicle screws were placed using the synthes matrix system and imaging demonstrated that the screws were in good position with no nerve root compromise. There were no operative complications noted. The patient initially did well after surgery, but symptoms worsened. A recent MRI revealed a right l4-5 disk herniation and additionally noted was a fractured left s1 screw and failure of the instrumentation at l5-s1 due to this fracture and loosening of the right l5 screw. The recommendation was for operative intervention to revise the l5-s1 fusion and extend the fusion decompression up to l4. Mid-summer, the patient underwent surgery and the surgeon removed the fractured screw from the sacrum using the broken screw removal set from synthes. The pedicle screws were placed at l4, l5 and s1 bilaterally leaving only the right s1 screw alone since this had excellent purpose. The procedure continued with no operative complications. The manufacturer's sale representative who was present for the procedure was asked to return the fractured screw to synthes for an evaluation, but the representative declined. The fractured screw is no longer available.